Manufacturer narrative:
(B)(4). The facility has communicated that the device is not available for evaluation. A device history review could not be conducted since the lot number was not provided. No corrective actions can be implemented due to the lack of a product sample and batch number to perform a proper investigation and determine the root cause. The customer complaint cannot be confirmed due to the lack of a product sample and batch number to perform a proper investigation and determine the root cause. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that the needle from capio device used in this morning's case broke off. Opened a new one and finished the case. There was no patient injury.